Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The white connector at end of the line detached from the line. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from june 16, 2020 - june 18, 2020. H10: the actual sample was received for evaluation. Visual inspection of the returned sample noted fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to the broken tubing at the junction of the white flow restrictor. Further inspection revealed that the portion of the broken tubing was remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the broken tubing could not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.